Event description:
Argon handpiece was placed onto field and tested at the beginning of the case. The handpiece failed. They purged the argon and the hand piece would turn on, but could never get a spark. They tried working with it for awhile and finally opened up a new hand piece that purged and fired immediately. Again, initial hand piece was tested in plenty of time and no negative results happened or harm to patient was done.